Event description:
It was reported by service report that the siderails could unintentionally become unlatched due to a missing compression spring. No pt involvement or adverse consequences were reported.